Event description:
During removal of the cannula from the right atrium the tip detached and remained in the inferior vena cava. The cannula tip was removed. No permanent damage to bodily function reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA, submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The investigation has determined that human error played a role during attachment of the cannula tip. The operator has been retrained. This is an isolated incident and no further action will be taken at this time.